Manufacturer narrative:
Fernandez-guzman e, asensio matas a, capape poves v, rioja zuazu j, garrido abad p, martinez-salamanca ji, et al. Preliminary results of a national multicenter study on the treatment of luts secondary to benign prostatic hyperplasia using the rezum steam system. Actas urol esp. 2022;46:310---316.

Event description:
It was reported via an article published in actas urologicas espanolas that a prospective multicenter study was conducted to report the 1-year functional and security outcomes obtained by using water vapor therapy procedure technique for the treatment of lower urinary tract symptoms (luts). The information was collected from 137 patients with moderate-severe luts due to benign prostatic hyperplasia (bph). The main comorbidities with the patients were high blood pressure (65 patients), heart disease (24 patients), diabetes mellitus (17 patients), renal insufficiency (9 patients), neoplasia (5 patients), anticoagulant (27 patients) and chronic obstructive pulmonary disease (9 patients). The participants presented the following characteristics: mean age of 65 years, ipss of 21 points, qmax 8.98 ml/sand prostate volume (pv) measured by transrectal ultrasound of 5 0.8 cm3. The patients were treated between (B)(6) 2020. Among the total of participants, 90 patients reaching 6 months of follow-up and 51 patients reaching 1 year. During treatment, patients received around 5 water vapor injections and all patients were discharged on the same day. The results showed an improvement in ipss (-6.37 points), qmax (+4.95 ml/s) and qol (-1.29) and was maintained until 1-year. A total of 88 patients had at least one complication. The postoperative complications during the year of follow-up were hematuria as the most frequent (57 patients), catheterization (27 patients), acute urinary retention (aur) (27 patients), hemospermia (30 patients), urinary tract infection (12 patients), dysuria (41 patients), frequent urination (27 patients), urgent urination (17 patients), urinary incontinence (3 patients), urethral false passage (1 patients), pelvic pain (5 patients) and 6 patients went to a second intervention after 6 months due to persistent luts. According to the study, the adverse effects presented by the patients are typically associated with endourological procedures like water vapor therapy procedure. The study showed that water vapor therapy procedure could improve the lower urinary tract symptoms due to bph even in patients with a prostate volume above 80cm3. Fernandez-guzman e, asensio matas a, capape poves v, rioja zuazu j, garrido abad p, martinez-salamanca ji, et al. Preliminary results of a national multicenter study on the treatment of luts secondary to benign prostatic hyperplasia using the rezum steam system. Actas urol esp. 2022; 46:310---316.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Fernandez-guzman e, asensio matas a, capape poves v, rioja zuazu j, garrido abad p, martinez-salamanca ji, et al. Preliminary results of a national multicenter study on the treatment of luts secondary to benign prostatic hyperplasia using the rezum steam system. Actas urol esp. 2022;46:310---316.

Event description:
It was reported via an article published in actas urologicas espanolas that a prospective multicenter study was conducted to report the 1-year functional and security outcomes obtained by using water vapor therapy procedure technique for the treatment of lower urinary tract symptoms (luts). The information was collected from 137 patients with moderate-severe luts due to benign prostatic hyperplasia (bph). The main comorbidities with the patients were high blood pressure (65 patients), heart disease (24 patients), diabetes mellitus (17 patients), renal insufficiency (9 patients), neoplasia (5 patients), anticoagulant (27 patients) and chronic obstructive pulmonary disease (9 patients). The participants presented the following characteristics: mean age of 65 years, ipss of 21 points, qmax 8.98 ml/sand prostate volume (pv) measured by transrectal ultrasound of 5 0.8 cm3. The patients were treated between (B)(6) 2019 and (B)(6) 2020. Among the total of participants, 90 patients reaching 6 months of follow-up and 51 patients reaching 1 year. During treatment, patients received around 5 water vapor injections and all patients were discharged on the same day. The results showed an improvement in ipss (-6.37 points), qmax (+4.95 ml/s) and qol (-1.29) and was maintained until 1-year. A total of 88 patients had at least one complication. The postoperative complications during the year of follow-up were hematuria as the most frequent (57 patients), catheterization (27 patients), acute urinary retention (aur) (27 patients), hemospermia (30 patients), urinary tract infection (12 patients), dysuria (41 patients), frequent urination (27 patients), urgent urination (17 patients), urinary incontinence (3 patients), urethral false passage (1 patients), pelvic pain (5 patients) and 6 patients went to a second intervention after 6 months due to persistent luts. According to the study, the adverse effects presented by the patients are typically associated with endourological procedures like water vapor therapy procedure. The study showed that water vapor therapy procedure could improve the lower urinary tract symptoms due to bph even in patients with a prostate volume above 80cm3. Fernandez-guzman e, asensio matas a, capape poves v, rioja zuazu j, garrido abad p, martinez-salamanca ji, et al. Preliminary results of a national multicenter study on the treatment of luts secondary to benign prostatic hyperplasia using the rezum steam system. Actas urol esp. 2022; 46:310-316.